Manufacturer narrative:
The transmitter was received with isig value out of range (0.00na) due to damaged contact pin #1.

Event description:
It was reported by the customer that their transmitter was not communicating calibration information and the device alarmed. Customer states that they charged the sensor fully and continue to receive the error alarm. During troubleshooting, customer was asked if the device sensor was flat against their skin. Customer stated it was. Next, customer was asked to attach the sensor to the charger. Customer stated the device flashed red and that they have never changed the battery before. Afterwards, customer was advised to reinsert device. Customer states device is not functioning. Customer's blood glucose level was 77 mg/dl at time of reporting. Nothing further reported.